Manufacturer narrative:
(B)(4). Visual and optical inspection reveals implant teeth plastic deformation, consistent with implantation and explantation. Witness mark noted on instrument interfacing surface of implant and stripped implant inserter threads suggest excessive force utilized during implantation. No other crack, breakage, damage, or excessive wear noted on implant. The above observations are consistent with misuse due to inappropriate surgical technique. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a posterior spinal fusion with instrumentation from l3 to s1 and transverse lumbar interbody fusion (tlif) at l3-l4. The interbody device / cage was pushed through the ligament to far anteriorly. Immediate fluoroscopy confirmed the implant was not in the proper position. The implant was unable to be retrieved posteriorly. Revision surgery was performed three days after the event. An anterior approach was performed at the revision surgery to remove the cage. The cage was replaced. Reportedly the patient is doing well after the revision surgery.

Event description:
It was reported that the patient underwent a spinal procedure to implant peek cage at l3-l4. The cage was pushed through the ligament went to too far anteriorly. The revision surgery was performed three days after the event. An anterior approach was performed at the revision surgery to remove the cage. The cage was replaced. Reportedly the patient is doing well after the revision surgery.